Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have been having a few problems getting to the bathroom in time since the 21st or 22nd of april. The patient stated that the event began after they had a major (unrelated) surgery on april 20th. The patient initially thought their symptoms were due to the amount of fluids that were inside of them after the surgery, and from sitting most of the time after the surgery. However, the patient continued to experience the symptoms once they resumed normal activity level so they thought the amplitude might need to be increased. The patient connected to the ins during the call and confirmed therapy was turned on. The patient increased the amplitude to the desired level. The patient mentioned that they didn't feel stimulation after they increased the amplitude, and they didn't feel it beforehand either. The patient only recalled feeling stimulation during the trial when the hcp was testing the patient's response. The patient decided to maintain the amplitude and will continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.